Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the implant procedure, the lead exhibited high impedance measurements. The physician elected to no longer use and replace the lead. The patient was doing fine post surgery.